Event description:
It was reported that 178 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) was required. The index procedure identified and treated one lesion. The de novo lesion was located in the proximal left anterior descending (lad) artery. The physician pre-dilated the lesion to 10 atms. A taxus 3.50x28mm stent was successfully deployed over the lesion at 16 atms. The physician post dilated the stent to 16 atms. The patient was discharged four days later on 325mg of aspirin. The patient was not given a loading dose of plavix and it is unknown if the patient was prescribed plavix upon discharge. It was reported that 178 days following the index procedure, the patient returned to the hospital. The patient underwent a pci procedure. This event took place at another facility, additional information has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.